Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(6) and electrode belt sn (B)(4) was completed. As received, the monitor and electrode belt were fully functional and able to detect and treat a patient. Device manufacture date usage of device: monitor (B)(4): 09/2013 - reuse. Electrode belt (B)(4): 12/2013 - reuse.

Event description:
During a retroactive review of past treatment events for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The doctor of a (B)(6) male patient contacted zoll customer support to report that the patient died while wearing the lifevest on (B)(6) 2014. The patient's nurse also reported that the patient's lifevest was alarming to perform CPR and that the patient was fully coded and had no pulse. A review of the patient ECG and flag data revealed that the initial life threatening rhythm was bradycardia transitioning into asystole and that the patient was defibrillated 12 times by the lifevest. The lifevest detected asystole at 02:57:10 and 02:58:03; the ECG showed sinus bradycardia from 32 to 35 bpm degrading to asystole. Asystole is a non-treatable rhythm. An arrhythmia was detected at 05:00:10 and the ECG showed asystole with intermittent cardiac activity. Asystole was detected four times between 05:00:46 and 05:06:24. The ecgs showed the patient was in asystole with intermittent cardiac activity and CPR artifact, indicating resuscitation efforts. At 05:08:18 the patient received the first inappropriate defibrillation. The rhythm at the time of the treatment was asystole with intermittent cardiac activity. The post-shock rhythm was vf. The patient received three appropriate treatments while in vf between 05:09:00 and 05:10:15. The treatments failed to convert the rhythm and the patient remained in vf. At 05:10:37 the system detected asystole; the ECG showed asystole with intermittent cardiac activity. Between 05:11:37 and 05:24:36 the patient received 7 additional inappropriate defibrillations. The patient was in asystole with CPR artifact before and after all 7 defibrillations. The final treatment was delivered at 05:24:43. The ECG showed the patient was in asystole with intermittent cardiac activity. CPR artifact contributed to the false detections.